Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos). The lead remains in use. It was further reported that the right atrial (ra) lead has undersensing. The lead remains in use. The patient is enrolled in a clinical study. No patient complications have been reported as a result of this event.